Event description:
Initial info received from a consumer on (B)(6) 2011: a (B)(6) male with (B)(6) initiated treatment with injectable poly-l-lactic acid (sculptra) (lot # and exp date unk) two vials on (B)(6) 2010 for (B)(6). The patient reports that "an unk lady" administered the vials and that she "did not mix with any liquid". He received the injections "all over his face" including his gums. He stated that the administrator was "brutal" with the injections and they were extremely painful. He bled so much that the "blood was pumping out". He also has many visible, hard "marbles"/nodules under his skin at the injection sites, which he can move around. Some nodules are twice as small as a green pea and others are the size of a green pea. Some nodules are less than 5 mm, others are greater than or equal to 5 mm. He characterized the duration of the nodules as protracted or prolonged. A biopsy had not been performed, nor was there any surgical or medical intervention. As noted above, the administrator injected some poly-l-lactic acid in his gums and the patient reports developing gum abscess which he had to go to a dentist to get treated. At the time of this report, he had not followed up with the physician and the event of injection site nodules remained ongoing. No further relevant info reported.